Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete alert.